Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and tactile examination of the device found that the tip of the device was damaged. The balloon was visually and microscopically examined and no issues were noted with its profile. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The 3.00mm x 12mm promus premier stent was selected. During preparation of the device, it was noticed that the stent struts were lifted from the balloon. The device was never used in the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that stent damage occurred. The 3.00mm x 12mm promus premier stent was selected. During preparation of the device, it was noticed that the stent struts were lifted from the balloon. The device was never used in the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.